Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was explanted and replaced. Reportedly, effective therapy was established.

Manufacturer narrative:
This ipg serial number is included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging his ipg as recommended. In turn, the patient lost stimulation over time due to his ipg becoming inoperable. A replacement charging system was sent to the patient but did not provide resolution. As a result, the patient plans to undergo surgical intervention on a later date.

Manufacturer narrative:
The device history record was reviewed to ensure proper labeling. Based on the information received, the cause of the reported incident was consistent with user error.